Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative for the customer reported via phone call that they experienced a high blood glucose level 498 mg/dl. The customer reported receiving sensor glucose not available alert. The customer had no symptoms. The customer did not treat the high blood glucose level. The customer did not complete troubleshooting declined removal of the sensor pump. The sensor will be returned for analysis.